Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced pain in the shoulder and the abdomen, coincident with peritoneal dialysis (pd) therapy. The patient explained that the pain was in the shoulder first and then also the abdomen. The patient was hospitalized for the reported event. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). A sample was not returned to baxter and there was no report of use error that might have caused the problem. Also, the lot number was not provided. Therefore, the root cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.